Event description:
It was reported that during an unknown procedure, the device could not fire after the closure trigger closed. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Damaged firing shuttle. Additional information was requested and the following was obtained: what type of procedure was being performed?vats. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? No cartridge was used before and after this event. Was buttressing material utilized? If so, which product? No. The analysis results found that one device was returned with the firing mechanism damaged and without a cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence; however, difficulties were noted during firing. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon functional testing the device was disassembled to verify the condition of the internal components; the firing shuttle was noted to be damaged, causing the firing mechanism not to properly operate. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.